Event description:
Information from registry from intl. Clinical trial database. After one hour she had epileptic insult that disappeared after one hour. Next day, she totally recovered.

Manufacturer narrative:
The device involved in the event will not be returned for investigation, as it was consumed in the event. Foriegn registry pertaining to the evaluation of onyx in the treatment of brain avm. Prospective, multi-center in other country's. Enrollment started in 2006; enrollment closed in 2008. Patients in follow-up. MDR numbers: 2029214-2008-00238 to 2029214-2008-00261.